Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
It was reported that the ventilator had an error code indicating primary alarm failed error. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the speaker or central processing unit (cpu).

Manufacturer narrative:
G4:18nov2020, b4:25nov2020 . Upon a follow up with technical support the customer indicated that the issue was addressed. The customer did not provide information on to what was done to address the reported issue. The customer stated the unit was return to use. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.